Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer also reported that the insulin pump was stuck in the rewind loop. Customer was able to get insulin to exit the tubing during troubleshooting. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.